Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the sensor readings had been up to 200 points off. The sensor gave a reading of 40 mg/dl when the blood glucose was 276 mg/dl, causing an inappropriate activation of the threshold suspend. The caller reported that this has happened other times, while the customer is sleeping, the insulin delivery stops due to threshold suspend, and the blood glucose goes high. The customer's mother was advised to call when the issue recurred in order to troubleshoot. The sensor was replaced and will be returned for analysis.